Event description:
It was reported that, "pt presented with swelling and pain in left knee. X-rays revealed poly wear. Upon opening knee poly was worn posterior medical. Tray was loose - proceeded with full triathlon t/s revision. Physician denied request for x-rays or chart or implants due to pt confidentiality."

Manufacturer narrative:
An eval of the revised devices cannot be performed as they were kept by the patient and were not returned to the MFR. Add'l info including x-rays and medical records was not made available. If device or add'l info becomes available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2010-01031.